Event description:
The customer reported that improper drying before sterilization cycle was noted with the uretero-reno videoscope. The event was noted during reprocessing and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, leaking at the bending section cover and bending section skeleton pin lifted were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, it can be assumed that the staff at the user facility lack the training in device handling and/or reprocessing in accordance with the instructions for use (IFU). A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: IFU warns against this event as follows: ¿thoroughly dry the endoscope and accessories before sterilization.¿ olympus will continue to monitor the field performance of this device.